Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with head and neck pain and was then seen in the emergency room. A cervical spine magnetic resonance imaging (MRI) showed an infectious/inflammatory process in the cervical region. The patient was diagnosed with a bacteremia/septicemia infection. A transesophageal echocardiogram (tee) showed echodensity on the right atrial lead consistent with vegetation. Blood cultures were (B)(6) for (B)(6). The device and leads were explanted and the patient was placed on a wearable defibrillator. The device and leads were later replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.